Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:00 pm after the end user alleged that she received higher than normal blood glucose results from his prodigy diabetes meter. The end user received a blood glucose result of "hi" accompanied with symptoms of incontinence and out of concern the paramedics were called. Once the paramedics arrived they performed a blood glucose test with their meter and received a result of 127 mg/dl. The end user received a diet coke, pudding and potato chips. She was transported to the ER and upon arrival her blood glucose reading was 104 mg/dl. No further treatments or test were necessary due to the fact that her blood glucose reading was within normal range. After 2 hours in the ER she was discharged and instructed to follow-up with her pcp. No additional details were provided in regards to this medical event.